Event description:
The customer reported multiple "effluent weight incorrect change", "effluent bag full" and "access connection cannot be determined" alarms. Upon arrival to the medical intensive care unit (micu), facility's acute dialysis nurse noticed that the effluent bag was so full that it was pressing on other micu equipment. She then changed the effluent bag and resumed treatment using the same machine.